Event description:
It was reported that high impedance was seen during the patient's initial implant surgery. The initial diagnostics were within normal limits when the lead was connected to the generator; however, once the generator was placed in the chest pocket the diagnostics test showed high impedance. Additional system diagnostics tests were performed and provided impedance values within normal limits. Revisions were made to the electrode connections on the nerve and irrigation was performed resulting in a final diagnostic test with impedance within normal limits. At the patient's follow-up appointment high impedance was detected on the patient's generator, and as a result, the generator output currents were programmed off. Ap and lateral chest and neck x-rays were received and reviewed. Per the x-ray images, the generator placement appeared to be normal in the left axillary chest area, per labeling. The lead pin appeared to be coming through the second connector block, indicating likely complete pin insertion. The lead was observed in the neck and chest in the x-ray images. Strain relief in the lead was not executed per labeling. A portion of the lead was routed behind the generator and that portion of the lead could not be assessed. Based on the images received, there were no apparent gross lead fractures, sharp angles, or other anomalies observed. The cause of the patient's high impedance could not be determined based on the images provided. The presence of a micro-fracture or lead discontinuity could not be ruled out as the cause of the high impedance. A review of the device history records for the implanted generator and lead was performed and indicated that the products passed all functional specifications and quality tests prior to distribution. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that per the surgeon, there was no known trauma or manipulation that could have contributed to the patient's high impedance. It was indicated that the placement of one or more of the electrodes did not initially encircle the vagus nerve when placing the lead electrodes on the patient. There were minor adjustments made and the nerve was irrigated, which lowered the impedance. It was reported that the patient was referred for replacement surgery due to high impedance, no known relevant surgical intervention has occurred to date. No further information has been received to date.

Event description:
It was reported that during surgery to resolve the patient's high impedance, the high impedance was resolved by pin re-insertion. Re-inserting the lead pin and re-tightening the setscrew resolved the high impedance. It was reported that following re-insertion the diagnostics were checked many times and impedance values were within normal limits. The representative who was present at the surgery that resolved the high impedance indicated that there was a "loose connection" and the cause of the high impedance was likely that the screw was not tightened properly as the lead pin appeared to be fully inserted in the reviewed x-rays. The representative also indicated that the impedance values had "fluctuated" prior to the surgery to resolve high impedance. No further relevant information has been received to date.